Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the maryland bipolar forceps was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The maryland bipolar forceps instrument failed the electrical continuity test. The maryland bipolar forceps instrument was also found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This complaint is a reportable malfunction due to the following conclusion: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a frayed cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to provide patient information.